Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that he fell into the river and the device was exposed to water. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that buttons are not working after moisture exposure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.